Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 115-140mg/dl fasting. Verified test strips expire 08/17/2018. Confirmed customer's test strips are being stored properly and opened vial date is 09/30/2015. Customer performed a fasting back to back blood test 155mg/dl and 146mg/dl. Reviewed meter memory: (B)(6). Customers concern:300mg/dl customer does not know is result was fasting or non fasting. She states she read 150mg/dl in the morning and then two hours after lunch she read 185mg/dl. Customer does not know which results were fasting. No adverse event reported.